Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a broken wire was confirmed, but the exact cause of the break could not be determined. One hydrophilic stylet was returned for investigation. The returned sample resembled the sample in the photographs that were provided for investigation. The distal end of the stylet was unraveled. The distal end of the coil wire was stretched, which exposed the distal end of the core wire. A microscopic examination revealed material necking at the distal tip of the core wire, which is consistent with tensile (pulling) damage. The broken tip of core wire was not returned for investigation. The outside diameter of the stylet was within specification. Since the returned sample demonstrated the reported event, the complaint was confirmed. While potential contributing factors include complications during the insertion process and advancement/retraction against resistance, the exact cause of the broken stylet wire could not be determined. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process.

Event description:
It was reported that guidewire broke during PICC insertion, retained in patient. PICC insertion. Difficulty advancing wire, difficulty removing wire. When wire removed, end was frayed. CT shows guidewire retained in vessel wall. Plan for retrieval unsure at this stage - awaiting radiologist decision. Advised that retained guidewire should be considered a surgical emergency due to potential for migration to essential organs. Course of treatment changed: yes, new PICC inserted r side. Medical intervention: yes, patient will need surgical retrieval.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refn3326 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that guidewire broke during PICC insertion, retained in patient. PICC insertion. Difficulty advancing wire, difficulty removing wire. When wire removed, end was frayed. CT shows guidewire retained in vessel wall. Plan for retrieval unsure at this stage - awaiting radiologist decision. Advised that retained guidewire should be considered a surgical emergency due to potential for migration to essential organs. Course of treatment changed: yes, new PICC inserted r side. Medical intervention: yes, patient will need surgical retrieval